Event description:
We have learned of potential mold contamination of (B)(4) laboratories 7.0 ph buffer solution that is used at this facility. At this time there have been no reported patient events. However, after inspection the product was pulled on 09/25/2013.